Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, a broken power button and the loose locking lever on the ex-board was noted. In addition, front panel damage, deformed top cover, and front panel chassis were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii video system center power button malfunction occurred. The customer must hold the power button in before the unit operate as normal. The event occurred during preparation for use, prior to a diagnostic procedure. During a standard service inspection of the customer returned device, broken power button and front panel damage were observed. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the broken power button/faulty power switch faulty could not be identified. However, it is likely the cause is related to an operating force that was applied to the power switch and the number of times the switch was pressed exceeding the original assumption. During the evaluation, damaged screws and a damaged spacer 35 were also found, but the root cause could not be identified. However, it is likely the cause is related to unintentional impact applied to the device. Olympus will continue to monitor field performance for this device.